Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a high pitched noise and the buttons does not work. The customer¿s blood glucose was 150 mg/dl at the time of incident. No significant events leading to keypad and beep anomaly were observed. Customer confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. The connector was inspected and locked on lcd board. No button error alarm and audio or beep anomaly noted during testing. Pump passed displacement test and self test. Pump was received with corroded battery tube noted.